Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged low insulin alert malfunction could not be verified; however, a failure related to the reported wake button issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was no longer functional. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Additionally, it was reported that the low insulin alert did not declare at the programmed amount. The customer declined to troubleshoot the alert. Reportedly, the pump would continue to be used for insulin therapy.